Event description:
Boston scientific received information that during a routine follow-up it was observed this implantable cardioverter defibrillator (ICD) displayed out of range shock impedance measurements of greater than 125 ohms. A x-ray will be performed in the near future to investigate high shock impedances. Subsequently, additional information was received that a low voltage and high voltage test was performed, which produced shock impedance measurements within range. A ventricular fibrillation (vf) episode was induced, and a 41 joule shock successfully converted the arrhythmia. All measurements were within range, so no further action was needed. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.